Event description:
The customer reported the scope was flagged to advise that it is not supported when plugged into the stack system during an installation involving an Olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be determined.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.